Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting a scope, the light source front panel flashes. The issue was resolved by powering off the light source and exercising the tab at 12 o¿clock on the scope socket. After reconnecting the scope and power on, the flashing no longer occurs. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the blinking front panel could not be identified. Olympus will continue to monitor field performance for this device.